Manufacturer narrative:
Could not confirm the reported issue for the high bg

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level ranged from not impacted to 80 mg/dl. The customer reverted to manual injection for a day, and was able to load a cartridge twice when an alarm 19 was received. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. The customer stated that they had slightly fluctuating bg levels between 80-240 mg/dl, due to being disconnected from the pump for parts of the day. Bg level was adjusted by eating food, a manual insulin injection, and a bolus delivery.